Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02118, 3005168196-2020-02119.

Event description:
The patient was undergoing a coil embolization procedure in an endoleak sac using ruby coils, pod packing coils (pod pc), a lantern delivery microcatheter (lantern), and non-penumbra diagnostic catheter. During the procedure, the physician placed the lantern through the diagnostic catheter. It was reported that the access was percutaneous and shallow. Consequently, when the physician experienced any resistance, the resistance would kick the diagnostic catheter out. While advancing a ruby coil through the lantern, the physician lost access to the sac and removed the entire system. Once on the back table, upon attempting to recapture the ruby coil, the pusher assembly of the ruby coil was inadvertently kinked. An attempt was made to straighten the pusher assembly, and the ruby coil broke. Subsequently, the physician continued with the procedure using a new ruby coil. Next, while advancing a pod pc through the lantern, the physician experienced resistance, and the lantern kinked, which caused the pod pc to became stuck in the lantern. The pod pc and lantern were removed. On the back table, while removing the pod pc from the lantern, the pod pc broke. Therefore, the pod pc and lantern were not used for the remainder of the procedure. The procedure was completed using a new pod packing coil and lantern and the same diagnostic catheter. There was no report of an adverse effect to the patient.